Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high pacing impedance measurements on this coronary sinus lead.